Manufacturer narrative:
The device history record for the lot number, m5289t515, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The sample was received and evaluated. One sample was received with no packaging. The secretion view port was detached from the control valve. The mating components were not broken or cracked. The view port and valve were viewed under uv light. There was minimal appearance of adhesive seen inside the control valve. There was coverage of adhesive seen around the proximal end of the view port. The location of the adhesive on the view port indicates an insertion depth of 6mm.. The device history record for the lot number, m6158t502, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the catheter broke on the distal end of the hub and the sleeve remained intact but the tub itself broke apart. The patient did have some desaturation; however, the catheter was switched out for a new one. The patient recovered with no further issues and remained stable. No further information provided.